Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump was suspending itself. The customer stated that the insulin pump would automatically go into suspend even when left on a table. Furthermore, the customer stated that he is not receiving the insulin he needs because the insulin pump would suspend without alarm or warning. The customer also stated that he received a blank screen on the insulin pump, but it was cleared by rewinding. Nothing further was reported.